Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 49-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage d shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a sensor disc not working alarm. The purge cassette was changed twice but did not resolve the issue. The automated impella controller (aic) was exchanged for a new aic, which resolved the issue. Forty three days after impella insertion, the device was removed with a bridge to a heart transplant. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.2l/min as intended. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.